Event description:
Additional information indicated that on 2013-(B)(6). The patient had used approximately 85% of their battery and had an expected six months remaining. It was stated that a manufacturer representative ¿thought this was a normal battery depletion¿ situation. It was noted the longevity calculations were performed using the patient¿s changed programming settings and an impedance of 500 ohms because the patient¿s therapy impedances had not been provided.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was explanted and replaced due to ¿premature¿ battery depletion. It was noted it was ¿unknown¿ whether there were patient symptoms or complications associated with the event. It was stated the patient was alive with no injury at the time of report. It was reported the patient¿s battery depleted on 2014-(B)(4) and resulted in ¿emergency hospitalization.¿ it was noted the patient was reprogrammed prior to explant twice for worsening tremors and once because the patient experienced ¿bad tolerance at 4 volts.¿ it was additionally noted the patient would stop their stimulation each night ¿to save battery.¿ additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Please note that upon receipt of the battery longevity calculation results, (B)(4).